Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a bubbled and delaminated downstream occlusion (dso) sensor seal. There was no patient involvement.

Manufacturer narrative:
D9: product received date 9/17/2024. H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found tear on the downstream occlusion (dso) seal. Confirmed customer complained of bubbled and delaminated dso sensor seal. Replaced dso seal. Passed after seal replacement. Upon further investigation pump failed 50ml test and go_no_go test. Replaced latch and latch handle. Performed verification testing and updated the software. The device passed all test criteria.